Manufacturer narrative:
The pump was received with intermittent button response due to flattened express act and esc button dome switch. There was no unlocked lcd keypad connector. No unexpected frozen screen anomalies noted. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states their screen is frozen, and act button is unresponsive. The customer's blood glucose at the time was 160mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.